Manufacturer narrative:
This report is submitted on january 19, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2017 and an infection at abutment site. Subsequently, the patient was treated with oral antibiotics on (B)(6) 2018 (duration unknown). The implanted device remains.

Manufacturer narrative:
It was reported that the loss of osseointegration resulted in fixture loss. It is unknown whether the patient will be reimplanted, as of the date of this report.